Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Protime generated 1.4 inr and reference laboratory result was 2.06 inr. No adverse events reported. This event occurred outside of the united states during the course of a (B)(4) study.

Manufacturer narrative:
This MDR submitted (B)(4) 2012 references (B)(4). Cuvette lot# unknown. Method: actual device not evaluated. Process evaluation performed. No related ncmrs, complaint trends, or CAPA identified. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.